Manufacturer narrative:
Investigation summary: investigation into this event found that the anti-hbc results were not consistent with other hepatitis marker testing. Testing on an alternate method yielded positive results. Retesting of the sample after dilution yielded positive results. Though the root cause is not definitively known, dilution of the initially negative sample produced positive results, supporting the presence of an unk interferent.

Event description:
A customer observed a false negative ahbc result on a pt sample tested on the eci analyzer. The result was not released to the physician. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.